Event description:
The shaft of the unit broke during ear surgery and the distal fragment entered the middle ear. The fragment was retrieved and did not touch the stapes bone. There were no adverse consequences.

Manufacturer narrative:
Na.